Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported of high blood glucose readings, battery out limit, failed battery test, blank display and damage from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer treated with the pump. The customer stated that she has gone through batteries like crazy. The customer stated that she received a failed battery test and battery out limit alarm from the insulin pump. The customer stated that the display is blank. The customer pressed a button and the screen came back up. The customer stated that there is a crack where the battery goes in the pump. The customer stated that the thread also looked different. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms or blank display noted. The insulin pump had cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.